Event description:
Pt alleges receiving breast implants on 1/25/91. Pt also alleges tenderness and burning sensation on 9/22/92, pain and hardness on 2/1/93, and pain and swelling on 5/7/96, and 7/2/96. She also alleges manipulation by a physician capsulation on 2/1/93. Physician alleges constant and increased pain, discomfort-day and night, breast capsule formation, CT scan 6/25/96 says internal rupture both sides.